Manufacturer narrative:
The event was not life threatening. The event result in the impairment of the body function was moderate. The event required intervention and drainage was conducted. The patient needed to be hospitalized. The outcome of the adverse event was improved and the prognosis for the patient is satisfactory. The physician commented that the cause of the event was unknown, but the mapping of (B)(6) could be related in any way. The patient is in stable condition. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).

Event description:
The procedure was paf. Angiography of ra and brockenbrough method was performed after 5 catheters (lasso 2515 nav, and competitors' catheters) were placed. The procedure was continued without difficulty though it required time for brockenbrough method. Inflection points of lspv, lipv, rspv and ripv were gained. Points of la posterior wall were gained approx. 70 points, and merge was performed. After merge was confirmed, ablation was started with 20w/30 sec. In 1 o'clock direction of lspv. However, ablation was stopped after 20 sec. Blood pressure was decreased and bradycardia was observed at the same time. The procedure was stopped. Cardiac tamponade was confirmed by echo. Blood pressure became stable after drainage. The patient, followed-up in ccu, is in stable condition. The physician commented that the cause of the event was unknown, but the mapping of (B)(6) could be related in any way.